Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that during a follow up approx. 2 months after implantation an decrease of sensing values was found in both channels. With the x-ray image, the lead was found dislodged. The patient reportedly touched the ICD several times. The lead was successfully repositioned.